Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the stem would not seat into the femur. The stem sat more than a centimeter proud of where the same size broach sat during trialing. An alternate stem was used and sat correctly.

Manufacturer narrative:
Other device used: catalog #unk, unknown zimmer m/l taper broach, lot #unk. The stem is returned for review and analyzed via optical comparator. The stem conformed to the profile tolerance zones on the overlay, which confirmed both the ml and ap profiles. The size 9 broach used was not returned, and therefore its condition is unknown. Item/lot information for the broach is unknown, therefore the device history records could not be reviewed, and a complaint history could not be performed. Manufacturing documentation for the stem was reviewed and found that the stems were manufactured, inspected, sterilized and packaged in accordance to the zimmer quality procedures in place at the time of the manufacture, with no anomalies, nonconformance reports or deviations associated with the review. The devices were used for treatment. No additional complaints have been received against the manufacturing lot of the ml taper stem that was returned. As the size 9 broach was not returned for analysis, it cannot be confirmed whether this broach contributed to the event described. With the information provided, a definitive root cause cannot be stated.